Manufacturer narrative:
The device remains implanted, therefore no product analysis can be performed. Without return of the device, a conclusive cause cannot be determined. The patient¿s weight was requested but unable to be obtained. A supplemental report will be filed if additional information is received. (B)(4).

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, pre-existing pulmonary hypertension worsened and the patient became hemodynamically unstable. A transesophageal echocardiogram (tee) showed that one valve leaflet was pointing inferiorly towards the ventricle and another leaflet was pointing superiorly. Severe aortic regurgitation (ar) was noted. A second transcatheter bioprosthetic valve was implanted and hemodynamics improved. A mild to moderate paravalvular leak (pvl) was noted. No additional adverse patient effects were reported.